Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial #: (B)(4), implanted: (B)(6) 2019, product type: catheter. Product ID: 8596sc, serial #: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 01-nov-2020, UDI #: (B)(4). Product ID: 8596sc, serial/lot #: (B)(4), ubd: 15-nov-2020, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving unknown medication (dose and concentration unknown) via an implantable pump. The indication for use was non-malignant pain and post lumbar laminectomy syndrome. It was reported the patient had a disabling positional headache consistent with that of a lumbar puncture, therefore an epidural blood patch was to be performed. The event date was noted as (B)(6) 2019. Medical or non-surgical therapy was performed on (B)(6) 2019. It was indicated the event was related to the implant procedure. The patient's weight was noted as (B)(6). The issue resolved without sequelae on (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a clinical study on 2019-jun-04. It was reported that the clinical diagnosis was updated to swelling over the catheter implant site in the midline spine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the size of the pocket was larger despite icing and binding on (B)(6) 2019. The clinical diagnosis was fluid collection in the pump pocket. The patient was examined and indicated fluid collection in the midline spine catheter implant site. A catheter dye study was performed, on (B)(6) 2019, with normal results and aspiration of clear fluid. It was indicated the event was possibly related to the device or therapy and possibly related to the implant procedure. Medical or non-surgical therapy was performed on (B)(6) 2019 and the issue resolved without sequelae on the same day. Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient was receiving fentanyl 1000 mcg for a total dose of 800.08681 mg/day and bupivacaine 10 mg for a total dose of 8.0087 mg/day. On (B)(6) 2019 that patient called to complain of increased pain at the catheter implant site. They stated the catheter site refilled with fluid after previous aspiration. On (B)(6) 2019, examination confirmed fluid collection over site. Aspiration was performed where 15cc of clear cerebral spinal fluid (csf) was aspirated on (B)(6) 2019. A pressure dressing was applied and a new abdominal binder was given to the patient. The patient was told to keep pressure on site to prevent fluid collection. On (B)(6) 2019, the patient called stating headaches/positional headaches had returned along with fluid collection in the midline spine. The patient indicated they were leaving for (B)(6) on (B)(6) and wanted this resolved prior to leaving. Another blood patch was recommended to help with headaches and re-evaluate fluid collection when patient returned. The patient agreed. On (B)(6) 2019 an epidural blood patch was performed. On (B)(6) 2019, the patient called stating an increase in pain while standing and walking and return of fluid collection over midline spine at catheter implant site. The patient was given an appointment on (B)(6) 2019 for evaluation. On (B)(6) 2019, the patient was seen in clinical and examination confirmed fluid collection and need for surgical revision of the catheter implant site. It was noted the pump reprogramming will not help until then. On (B)(6) 2019, a catheter revision surgery was performed. The clinical diagnosis was patient complained of increased pain at the catheter implant site due to filling back up with fluid after previous aspiration, positional headache, and increase in pain, return of seroma over catheter implant site in the midline spine. The outcome of the event was updated to resolved without sequelae on (B)(6) 2019. It was indicated that the pain at the catheter site and seroma/fluid collection was unlikely related to the device or therapy. The headache/blood patch was not related to device or therapy and related to surgery/anesthesia. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 8598a , serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. Product ID 85 96sc, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient was receiving fentanyl (1000 mcg at 800.08681 mcg/day) and bupivacaine (10 mg at 8.00087 mg/day) via an implantable pump.